Event description:
It was reported that after a da vinci-assisted paraoesophageal hiatal hernia procedure, the patient expired due to a leak. The intuitive clinical sales representative was notified that the procedure was a long case and there were no robotic complications or issues intraoperatively. However, the patient remained hospitalized postoperatively for approximately 45 days. The cause of death and the postoperative course were not provided. The surgeon was contacted to obtain additional information; however; he declined to provide any further details citing the information was protected health information covered by hipaa.

Manufacturer narrative:
Review of the intraoperative system logs found the system functioned normally and there were no indications relating to this event. Log review of the 5 subsequent procedures found the system functioned normally; no intraoperative events or issues were observed. The following concomitant products were used during this procedure: endoscope plus 30 degree, prograsp forceps, tip-up fenestrated grasper, mega suturecut needle driver, monopolar curved scissors, fenestrated bipolar forceps, vessel sealer extend, suction irrigator and sureform 60 stapler. A site review found that no complaints have been reported for any of the products used. An advanced stapler log review found the sureform 60 stapler instrument, was installed on the system seven times and successfully fired 5 green reloads. An intuitive surgical medical safety officer (mso) review of the event was concluded that the patient in this report died 45 days after a robotic hiatal and paraesophageal hernia repair. The post-operative course and potential cause of death are not reported. No allegation has been made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event. .